Manufacturer narrative:
The investigation of the returned coil system found the pusher bodycoil stretched and broken at the transition area, and the implant coil stretched at the proximal section, separated from the pusher with the monofilament exposed, and broken into pieces. The distal tip portion of an unknown microcatheter was found loose on the distal section of the implant coil. The pusher heater coil was returned burnt, indicating thermal activation using a detachment controller did occur; however, the exposed monofilament showed a tensile shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield and tensile strength.

Event description:
As reported, the embolization coil implant failed to reach the target position and detached unexpectedly in the microcatheter. The procedure was successfully completed after replacing it with a coil of the same model. There was no patient injury.

Event description:
As reported, the embolization coil implant failed to reach the target position and detached unexpectedly in the microcatheter. The procedure was successfully completed after replacing it with a coil of the same model. There was no patient injury.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.